Manufacturer narrative:
(B)(4). Additional information: batch # m92f28 . The analysis results found that the er420 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a ladg, scissoring occurred though the device was fired several times. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.